Event description:
It was reported that the patient's pump had "stopped functioning." At an unspecified date. The patient started to take oral baclofen. The patient's physician had thought that removal of the patient's pump would be "risky" without replacing the pump. They had decided to leave the patient's exiting pump implanted. The patient's wife was concerned about leaving a non-functioning device, implanted. The patient had considered hyperbaric oxygen therapy and wanted to know what the risks were of that treatment and the implanted device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).